Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 103 mg/dl. The customer stated that the insulin pump alarmed motor error several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow, once the analysis has been completed.